Manufacturer narrative:
Field service engineer (fse) went on site to repair the cracked lid of the device. Fse removed and replaced cracked lid and label per other equipment manufacturer (OEM) specifications. Fse ran a rinse cycle to ensure no leaks were present. Equipment repaired and verified according to OEM specifications. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer the device lid had a surface crack and needed replacing. It is not known how the lid was cracked. There is no reported harm to any patient.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Correction being made to h3. Also, the customer reported another oer-pro with a cracked lid on the same day. This event is captured in patient identifier (B)(6).